Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising shock impedance measurements of greater than 125 ohms. Ts discussed this patient will likely require a lead revision. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent a revision procedure in which this rv lead broke during the explant and the distal coil section was unretrieved in the right ventricle. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising shock impedance measurements of greater than 125 ohms. Ts discussed this patient will likely require a lead revision. This rv lead remains in service. No adverse patient effects were reported.